Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 120 mg/dl. The troubleshooting was perform, customer was advised to reinsert the reservoir and run manul prime until at least 5.0 units. Customer reported insulin exits with the manual prime. The customer was advised that the device is working fine. The customer was advised that the alarm was caused by set/reservoir occlusion. The customer received another no delivery alarm once the tubing was reattached to her body and attempt to bolus, the set was pull out and check the cannula and it is straight no damage or bend. The customer was offered to replace device due to multiple no delivery alarms.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the lcd window.